Event description:
A medtronic representative reported the site took ap and lateral images in a fluoroscopic navigated case. When they went to navigate, the quadrants were blank. When attempting to change the images in the views, the system exited and stayed in that state for 3 minutes. They did a hard shut down and re-booted. The surgeon opted to discontinue the use of the stealthstation s7 navigation system. No impact on the pt's outcome was reported.

Manufacturer narrative:
Software investigation finds the rep. Had downgraded from synergy spine 2.0 to 1.7 without first removing 2.0. This is not a supported procedure.